Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A zlb00 intraocular lens was explanted from the left eye of a patient due to refractive surprise. The incision was enlarged and a suture was used. Another lens of a different model and higher diopter was used as the replacement lens. There was no patient injury. No additional information was provided.

Manufacturer narrative:
Returned to manufacturer on 09/19/2016. Device evaluation: the device was returned to the manufacturer. It can be seen the lens is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The lens issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.